Event description:
It was reported that the system was unable to perform fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator control board. The system operates as intended.